Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had experienced intermittent shocking sensation while the stimulator was on. It was also reported that the change in therapy/symptoms was sudden. The patient stated that a day before he was laying down in the backseat of a car and he got a severe pain, like an electrical shock on his right side, his right hip area and down his right leg, like 6 or 8 shocks so they turned it off and it stopped. He indicated that since they turned the stimulation back on he have not experienced this shocking again. There was no fall or trauma reported that could be related to this issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) indicating that the shocking sensation was not a device issue, the patient turned the unit off and noted the same symptoms. The patient went to a chiropractor and had a right pelvis obliquity and was adjusted, and had resolution of symptoms. The cause of the shocking sensation was the right pelvis obliquity, adjustments done by the patient's chiropractor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.